Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial#= na.

Event description:
It was reported that during an open retossigmoidectomy procedure, the device only released half of the staples. One half of the stapling line was not formed, which caused the rectos to be open. It was not noted how the case was completed. No serious injury to the patient.